Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead dislodged into the right atrium after a mitral clip implant. The dislodgement caused the atrial lead to also dislodge. The atrial lead was repositioned and remains in use. The left ventricular lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Save to disk clinical review was determined to be not required because the reported complaint cannot be substantiated via the save to disk analysis. If information is provided in the future, a supplemental report will be issued.